Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 70 units. Reportedly, the cartridge was filled with 150 units of insulin. The customer's blood glucose level was 400 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin therapy.